Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple ongoing occlusion alarms. Reportedly, the customer changed infusion sets and cartridges and resumed insulin successfully. Customer's blood glucose level was 291 mg/dl.